Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted pacemaker and another manufacturer's chronic right atrial (ra) lead exhibited noisy signals and oversensing at implantation of this device. There was no pacing inhibition. There were high, within range, impedance measurements noted with the noise (1145 ohms). When the noise was not present, the impedance measurement was stable. Right atrial (ra) sensitivity was programmed to 5.0 mv. Additional information indicates that the noise resolved after the programming changes. There have been no further observations. The system remains in service. No adverse patient effects were reported.